Event description:
The patient reported high blood glucose, up to 283 mg/dl. The patient is attributing the high readings to her pump. She alleges that the pump is not delivering properly. No adverse event. A request was made for the return of the device.